Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the occluded right coronary artery. During the failed attempts to cross with the 4.0x15 mm nc trek balloon catheter, while pushing on the device, the proximal shaft of the catheter separated. A smaller balloon catheter was used to complete the case without any further issue. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. In this case, advancing against resistance appears to have caused the shaft to kink and ultimately separate.